Event description:
Boston scientific crm received information that two days post-implant with this pacemaker system, rhythm strips appear as if there is no capture in the ventricle. A chest xray indicated stable lead positions. It was reported that an av node ablation procedure proceeded the pacemaker implant procedure. Today, she felt dizzy and passed out, and she was brought to the emergency room. Upon review of the strips, bsc technical services (ts) verified there was no capture in the right ventricle (rv). There was also desynchrony, with the rv rate half that of the right atrium (ra). Six days later, a lead revision confirmed this lead had microdislodged. It was successfully repositioned.